Manufacturer narrative:
The na electrode number is m6644 with an expiration date of 23-jun-2024. The field service engineer inspected the analyzer and cleaned the ion-selective electrode (ise) sample pipette and the ultrasonic washing station. He checked the ise chamber and removed the electrodes. He also cleaned the external orifices which had small amounts of salt. He performed air and reagent purges and washed the sample probe. He performed an ise check (20 cycles) and processed qc levels 1 and 2 with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas pro ise analytical unit. The high na result was 149.3 mmol/l. The low na result was 136.6 mmol/l.

Manufacturer narrative:
The issue was not resolved and the customer decided to replace the module. Further investigation was not possible. The cause of the event could not be determined.